Event description:
During an implant procedure in australia, it was reported the physician experienced difficulty with the lead introducer. Multiple attempts were undertaken to place the device correctly. Visual inspection of the introducer following the third attempt found that the inner white dialator of the device was tethered at the tip. A new epiducer was used to complete the procedure. In addition, it was reported the physician experienced difficulty steering the surgical lead intended for implant due to scar tissue. As such, a percutaneous lead was utilized and successfully implanted. Concerned that a dural tear had occurred during the surgery, the physician performed a blood patch. Follow-up on this matter found the patient did not present any of the symptoms associated with a dural tear. Effective stimulation was reportedly recaptured for the patient following the implant procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.